Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to faulty power supply. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer reported to olympus, the 4k uhd lcd monitor could not power on. The issue occurred during preparation for use. The customer was not under anesthesia. The unspecified diagnostic procedure was not delayed and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of monitor not being able to power up was confirmed. The device evaluation found that the device could not power on due to a faulty power board. Two scratches on the monitor panel were also found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.